Manufacturer narrative:
Concomitant medical products: catalog #unk, unknown zimmer stem, lot #unk catalog #unk, unknown zimmer shell, lot #unk. The condition of the components is unknown. The DHR could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://ijms.sums.ac.ir/index.php/ijms/article/view/2060. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that 35 patients developed heterotopic ossification as a late complication. It is unknown if they were revised.